Event description:
"PICC 3cg wire integrity compromised during PICC procedure. Patient unable to lay flat due to pain. Resistance met with passing catheter with 3cg wire on right and left arm. Left arm PICC wire with same lot# different kit was not compromised. PICC insertion attempt of rue. Met resistance and unable to place PICC centrally. 3cg wire removed and found to be kinked at 45 degree angle. Procedure immediately aborted. Saved wire for company inspection of kinked wire."